Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report that the system encountered error 319. The customer had already exchanged the patient side cart (psc) from system sk4018 and were continuing the procedure as planned. The technical support engineer (tse) reviewed the live error logs and identified error 319 related to universal surgical manipulator (usm) 1. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. There was no injury to the patient as a result of the reported issue. The procedure was completed using the da vinci system by swapping the psc from another system that was not in use at the time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and in the system logs, error 319 was found indicating a communication error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the "check all boards" test was found to be failing. The complaint was confirmed based on failure analysis. The probable root cause is attributed to communication errors with the clock spring, parallelogram and rolling loop fiber cables located within the usm.